Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The pump also had moisture damage on the electronics. The following cosmetic damage was noted: minor scratches on the display window, cracked case at the display window corners, and a cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump was exposed to fluid. The patient's blood glucose at the time of incident was 168 mg/dl. The customer stated that he is a swimming instructor and forgot that he was wearing the pump when he jumped into the pool. Troubleshooting was initiated for pump exposure to fluid. The customer confirmed that there was fluid under the lcd display. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.